Event description:
Pt presented with cold leg and was found to have a thrombus in her left leg goretex graft. She was started on a tpa drip on wednesday may 30 to start dissolving the clot. The pt then returned to the angio suite and was found to residual focal area of clot around the anastomosis of the goretex graft to the native artery. An angiojet catheter was then used to get thrombectomize this area of clot over a guide wire. The catheter was used and when they went to pull it out to see how the results were, they saw that the tip of the cath had fractured apart but not completely through and through and no part of the cath remained in the pt. From us looking at it, the defect goes about 75% around the circumference of the catheter, rough review. Upon doing an angio run, they saw the rupture and extravasation of the graft with the contrast going outside the vessel/graft. The pt was then taken emergently by dr to the operating room to have the graft explored and repaired. Since pt was on a tpa drip, she had abnormal bleeding from the rupture site, this also making the surgical procedure an emergency.